Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the pocket was closed, the device seemed to skip beats inappropriately. There appeared to be a problem with inhibition of pacing or failure to output. The device was explanted and replaced. There were no patient consequences.